Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding their implantable neurostimulator (ins). It was reported the patient programmer was synchronized with the ins, screen indicated the stimulation was off and stated that the patient was not walking well. The caller confirmed that they thought the stimulation was accidentally turned off yesterday after replacing the patient programmer batteries, because right after the patient was "messing with it". The patient started falling all over the place. Troubleshooting was performed. The caller turned the stimulation on during the call then stated that they were having a reaction. They clarified this as "it's kind of a shock to your brain I think" stating that the patient "felt it in their eye first" but was mellowing out. The patient felt weak after turning the stimulation on, they felt like they were going to fall on their face. The caller didn't want to adjust stimulation, stating that the patient has had problems with it. They've never been able to adjust it too much because it doesn't work for them when they do that. The caller thought the disease had progressed, they would adjust stimulation accordingly. It was confirmed that the symptoms mentioned were resolved after stimulation was turned on. Troubleshooting resolved the reported issue. No further complications were reported as a result of this event.